Event description:
The customer reported via phone call that she had excessive no delivery alarms. Customer stated that she was sick and was throwing up due to her high blood glucose from the no delivery. Customer's blood glucose was 498 mg/dl. Customer was waiting on her new insulin pump since her old pump was not working. Customer reported that she was unable to troubleshoot at the time of the call. Customer does not want to return the set or reservoir for analysis. Customer was advised to do a complete set change as soon as possible. Customer has been having no delivery alarms on and off for over a week. Customer stated that she would change out her set. Customer had to get off the phone to call her husband to come home to assist her. Customer was called back and she stated that she changed out her set and reservoir and had bolused 10.0 units. Customer was advised to call anytime she has a no delivery alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.